Manufacturer narrative:
Analysis of product ID 977a275, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, found stim lead/distal end/electrode/pulled out or off and stim lead/body/conductor/broken/anchor site unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances; electrodes 0-7 were all >40 ,000. There was areport of loss of stimulation. Checked impedances and tried to program using electrodes 8-15, but was unable to obtain stimulation where pt needed it. Issue is on going, cause not determined.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #:(B)(6), ubd: 08-sep-2027, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6), ubd: 08-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a275, lot#serial#: (B)(6), implanted: on (B)(6) 2024, explanted: on (B)(6) 2024, product type: lead, product ID: 977a275, lot#serial#: (B)(6), implanted: on (B)(6) 2024, explanted: on (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the lead with high impedances had broken off one electrode in the epidural space. Both leads were replaced during the lead revision.

Manufacturer narrative:
Continuation of d10: product ID: 977a275, lot#serial#: (B)(6), implanted: on (B)(6) 2024, explanted: on (B)(6) 2024, product type: lead, product ID: 977a275, lot#serial#: (B)(6), implanted: on (B)(6) 2024, explanted: on (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported only 1 lead was explanted and returned. The other remained implanted.